Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer failed and maintenance required. User shutdown the station by unplugging the power cord and reconnect but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door 3 had intermittent failure with multiple clicks. A field service engineer (fse) replaced the switches for door 3 and performed troubleshooting on door 8. Fse adjusted the depressed power button, cleaned the molex connectors and latch contacts, and verified all doors were functioning properly. The system functioned as intended after the field service engineer repaired the device.